Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the unit had a worn scope socket, including a faulty scope socket locking mechanism and dirty pins. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the scope communication error (error b30) was that the unit had a worn scope socket, including a faulty scope socket locking mechanism and dirty pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a scope communication error. This issue occurred during set up or inspection for use (before patient in room). There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.